Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd difco¿ shigella antiserum poly group a atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that there is no agglutination for s. Dysenteriae serogroup 3 when using cat 228341 lot 9354479. Customer problem: customer reports no agglutination for s. Dysenteriae serogroup 3 when using cat 228341 lot 9354479. "